Manufacturer narrative:
Lot number and expiry information are not available at this time. The customer reported they sterile connect a leukoreduction set to the apheresis rbc units to leukoreduce. Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the double red cell collections. Customer did not respond after 3 attempts for additional procedural information. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the double red cell collections. Customer did not respond for additional procedural information. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. The customer reported they sterile connect a leukoreduction set to the apheresis rbc units to leukoreduce. Root cause: a root cause assessment was performed for this complaint. The root cause was determined to be the rbc filter itself may contribute to the observed wbc results. There may be an impact on collection if the filter is not loaded in the bracket properly, if the filter is removed mid-run, or if the filter is faulty.